Event description:
It was reported that the device's power button is inoperable. The device stays on when power is applied. In order to power off the unit, the batteries must be removed. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering information for a replacement keypad. The customer later confirmed that the device had been repaired and placed back into service for use. The removed keypad has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.